Event description:
During implant, the helix of the lead sprung out after multiple failed attempts to extend. The lead was discarded and a different lead was implanted to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of damaged helix was not confirmed but helix would not extend/retract was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with body fluids/blood. No damage was noted to the helix at visual or x-ray examination. After cleaning, the helix could extend and retract. The helix did not ¿spring¿ out during the helix mechanism/extension test. The cause of helix would not extend/retract was isolated to the helix being clogged with body fluids/blood.